Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump totally stopped working and had blank display. The customer blood glucose level was unknown. The customer reported that there was a red light flashing and had been vibrated for the past 2 hours and there was nothing on the screen. It was also reported that contacts on the battery cap was neither missing nor damaged. It was also reported that the display did not returned after insulin pump restart. The insulin pump will be returned for analysis.